Event description:
It was reported that the broken tip of the 2.5mm fluted drill was found in the patient approximately four months after the original hip arthroscopic operation were no complications were noted. The patient's current health status is good.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.